Event description:
There was an allegation of questionable na electrode results on a cobas 8000 cobas ise module. Patient 1: the initial result was 114 mmol/l and the repeated result was 124 mmol/l. Patient 2: the initial result was 122 mmol/l and the repeated result was 135 mmol/l. Patient 3: the initial result was 126 mmol/l and the repeated result was135 mmol/l. The erroneous results were reported outside of the laboratory. The repeated results were obtained on another module and the repeated results were deemed correct. The electrode lot number and expiration date were not provided.

Manufacturer narrative:
The customer replaced all of the electrodes and declined a service visit. The customer performed qc and calibration. The customer indicated the module is performing within specifications after replacing the electrodes.

Manufacturer narrative:
The field service engineer (fse) found the mixing vessel was chipped. The fse replaced the ultrasonic unit assembly. The customer ran qc with results within specification. The service actions resolved the issue.